Event description:
71 y/o white female status post unipolar with recent dislocation (multiple). A bipolar trial was placed but would still dislocate: total hip revision with removal of the unipolar head and placement of a total hip porous - coated acetabulum 46 on 5/3/97.